Event description:
The customer reported: "generator error. Cannot fluoro." This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system automatically shuts down when this occurs. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.